Event description:
Caller reported that a pump malfunction occurred after they accidentally dropped the device. There was no adverse impact on the customer¿s blood glucose level. Customer support provided assistance with resetting the pump, but the malfunction persisted. Consequently, technical support decided to replace the pump, ensuring the customer received a new device with updated software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.